Manufacturer narrative:
Integra has completed their internal investigation on july 28, 2017. The investigation included: results: evaluation of returned device: failure analysis is not possible at this moment because there is no returned unit for evaluation. In the picture provided by the reporting facility can be observed a foreign material, but it is not possible to determine if the material is loose/embedded, if the unit is completely sealed, the particle sizes, if there are more foreign material, if the material belongs to the product, etc. Failure analysis cannot be completed due to the lack of information. DHR review: no anomalies were reported during the manufacturing and packaging processes of this lot that could be related to the reported condition. Complaints history: no similar complaints related to ¿foreign material¿ have been reported for this fg lot # 1163864. After reviewing the complaint system since 2015, five (5) complaints (including this one) related to foreign material has been reported in cusa manifold tubing family. Approximately 235,842 units of cusa excel tubing set products have been shipped for sales purposes since june 2015 until july 14, 2017 resulting in a complaint occurrence rate of approximately 0.00002. This was determined by dividing the number of complaints in this category (4) by the number of units shipped for sales purposes of cusa manifold tubing set. Conclusion: reported condition described as ¿foreign material¿ was confirmed based on the picture provided by the reporting facility. Although the reporting facility provided a picture apparently showing a foreign material inside the unit, it is not possible to determine if the material is embedded, if the unit is completely sealed, the particle sizes, if there are more foreign material, if the material belongs to the product, etc. This section will be updated once the complaint unit has been received and evaluated. No assignable causes that could be associated to the manufacturing process of cusa products were determined based on the DHR review.

Event description:
At the incoming inspection of goods by the distributor, foreign material was found on the device. There was no patient involvement.

Manufacturer narrative:
Investigation completed 10/20/2017. Device history record (DHR) of fg lot # 1163864 of cusa, 36 khz manifold tubing set, was reviewed. No anomalies were reported during the manufacturing and packaging processes of this lot that could be related to the reported condition. Manufacture date : 09-16-2016, expiration date : 09-30-2019. No similar complaints related to ¿foreign material¿ have been reported for this fg lot # 163864 after reviewing the complaint system since 2015. A visual evaluation identified a black particle at the bottom of the packaging tray. Upon opening the unit, it was determined that the black particle was loose at the back of the inner packaging tray. It is possible that this particle is the same particle shown in the picture provided by the customer; the particle is observed on the surface of the tubing. No additional particles were observed in that unit. The other two (2) units were thoroughly evaluated, but no foreign material was observed. Based on evaluation of returned units, the manufacturing process of the cusa manifold tubing , cannot be ruled out as potential root cause. However, the visual evaluation could not identify a potential root cause for the foreign material.